Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump emitted frequent loss of prime alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged loss of prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: loss of prime with non-zero force was verified in the black box data. There was no loss of prime during investigation. Evaluation of the force sensor revealed the force sensor calibration reading was high. The pump was opened for investigation. Force sensor resistance reading was noted to be normal. Investigation confirmed loss of prime in the black box, but was not duplicated during the investigation.